Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device¿s cuff did not inflate. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed inflation was difficult and deflation was hard. A visual inspection was performed, and it was observed the inflation line tubing is collapsed inside the lumen of the tube, the failure mode cuff won't inflate is confirmed. The device failed to meet specification as it was received or made available for evaluation. The cause of the observed condition was determined to be it was observed inflation was difficult and deflation was hard, a visual inspection was performed, and it was observed the inflation line tubing is collapsed inside the lumen of the tube, the failure mode cuff won't inflate is confirmed. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.